Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was placed and driven on an in-house system and it passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test multiple times. The instrument was fully functional. There was no physical damage. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier instrument's jaw got frozen and would not open or close. The customer replaced it with a new clip applier. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large hem-o-lok clip applier instrument involved with this event; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.